Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that when advancing the catheter near the hard pink plastic there was a hole. The hole prevented blood from being drawn, the tubes would only fill halfway and frothy, also blood leaking from the hole drawn, the tubes would only fill halfway. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.